Event description:
It was reported that the patient was experiencing pain at the incision sites. The patient was also experiencing inadequate stimulation despite extensive reprogramming. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg were not returned as they were kept by the medical facility.